Event description:
Stapler failure - staple line not in continuity resulting in anastomotic leak and poor hemostasis at the anterolateral portion of the staple line. Multiple sutures were required to oversew the staple line. Bubble test showed no further leak at the staple line.